Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that patient was being implanted with a 36 +4 glenosphere. While impacting glenosphere into the baseplate, the thread top of the glenosphere inserter tip broke off into the glenosphere. Surgeon took roughly 30-40 minutes to try and remove the broken tip that was left in the glenosphere. A metal cutting burr was used but to no avail. The taper was engaged into the baseplate, but surgeon was unable to advance the set screw within the glenosphere. This caused a 30-40 minute delay and the broken tip was left in the patients implanted glenosphere. Surgeon had a mini c-arm brought in to take pictures of the shoulder, confirming no floating metal debris in the shoulder. The remainder of the surgery was completed and the patients shoulder was found to be stable. Closing proceeded as normal.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.